Manufacturer narrative:
Concomitant medical product: w4tr01 crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead pacing vector was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.